Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardioverter defibrillator (ICD) exhibited unspecified over-sensing. Programming changes were suggested but no intervention was reported. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned. Correction: indicated in b5 that this was post-paced t-wave oversensing, it was previously reported as unspecified oversensing.

Event description:
The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing.